Manufacturer narrative:
The customer representative contacted natus technical service while the vac-pac was still under the patient, so the lot number and age of device were unavailable during the time of the initial call. Natus technical service contacted the customer on 1/26/2018, 02/01/2018, 02/02/2018 and 02/06/2018 for more information and for return of the faulty unit. The customer reported on 02/06/2018 that the vac-pac had been destroyed on (B)(6) 2018 after the surgery and that the vac-pac had no visible damage. The customer was unable to provide lot number or device age. Technical service continued to contact the customer on 02/12/2018 and 02/15/2018. These attempts to contact the customer were unsuccessful. Natus records show that the customer ordered two vac-pac units on 2/5/2018. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer contacted natus technical service to report a vac-pac that lost suction during surgery. The customer reported that the patient was in a lateral position while undergoing a foot surgery when the vac-pac lost suction. Safety straps were reported to be used on the patient as well. The customer reported that they repositioned the patient, connected the vac-pac to continuous suction and continued the surgery. The customer did report a delay in surgery, but no patient or user harm has been reported.